Manufacturer narrative:
This incident has been submitted under (B)(4). Review of the most recent repair record determined the unit was found to have a damaged comb, a worn bottom roller, and a missing screw. The comb, bottom roll and screw were replaced and resolved the reported issue. It was noted that the unit was manufactured in 2010 and has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the item was sent in for preventative maintenance. There was no patient involvement. Upon evaluation, it was noted that the unit had a damaged comb, worn roller and a missing screw. No other adverse events were reported as it relates to this event.